Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence."

Event description:
It was reported that after the patient changed infusion supplies, blood glucose fluctuated with hyperglycemia noted, including values around 208 mg/dl declining to 194 mg/dl, and troubleshooting and education were completed with no device alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia without hospitalization or medical intervention. Investigation included a review of the reported event details and user troubleshooting guidance. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that a definitive device-related failure could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.